Manufacturer narrative:
Per tandem use guide: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours." Per tandem¿s t:slim x2 with control-iq user guide: "low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due an elevated blood glucose (bg) level. The customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Customer was treated with intravenous saline and insulin. The customer was released from the ICU on (B)(6) 2022 with no permanent damage. Customer alleged the reported issue was due to the pump not functioning as intended. Tandem technical support (cts) performed a pump system check and determined that the pump ran out of insulin prior to the event as intended. A low insulin alert and out of insulin alarm enunciated notifying the customer that insulin had ran out. Additionally, the cartridge had been in use past labeling. Cts educated the customer on cartridge and insulin labeling. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. In addition, tandem technical support determined the pump functioned as intended.